Manufacturer narrative:
Additional information: b2, e3, g1, h3, h6, h11. H11: DHR results: the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot number was not provided. Therefore, the stock product could not be reviewed. Investigation methods/results: the customer did not return the reported device for review to date. However, the non-visual device investigation was completed. Root cause: the root cause cannot be explicitly determined as the issue could not be specified. However, due to that the implant failed, the probable causes may be due to the implant having an inadequate function or the implant was manufactured out of the specifications. The root cause cannot be confirmed since the reported product was not returned for investigation. CAPA ca-00016. The manufacturer internal reference number is: (B)(4). This report is linked to mw-3011649314-2024-00213.

Event description:
It was reported that the hahn tapered implant failed.

Manufacturer narrative:
A sample device was not returned for analysis. Root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. No other relevant information was provided. Will continue to follow up. The manufacturer internal reference number is: (B)(4).